Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 65-year-old male was observed to have an abrupt decrease in impella pump flow accompanied by a marked increase in motor current. The patient was taken to the procedure laboratory, and the impella device was removed. No visible thrombus was identified on the inlet or outlet components of the device. A transthoracic echocardiogram was performed and confirmed the presence of a thrombus within the left ventricle. This is being coded as a thrombosis requiring device removal. During impella cp pump support, the patient experienced low or blocked pump flow. Clinical stated the impella flows abruptly went from 3 l/min to 0.0 l/min, and it was associated with a sudden spike in motor current per the cardiology fellow. The pt was known to have an lv thrombus and the team suspected the impella ingested the thrombus. The impella cp was removed as a result of low or blocked pump flow. This is considered a reportable malfunction.

Manufacturer narrative:
D9: updated the devices return information the impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.